Event description:
"Yikes!" Just read, so clean CPAP cleaner is dangerous. I use my CPAP every night for 8-9 hours for last 7 years. Used the so clean for five years. What do I need to do to see if I have health issue---right now, my sinuses seem to stay swollen and I don't breathe well out of my nose - stopped up but several inches into nose passage. Philips says ozone cleaning not work now (recall/studies ongoing). So clean says it works just fine. I don't know who to believe or what to do - I am a little scared here. Thank you for your help. FDA safety report ID # (B)(4).